Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the external paddles are defective. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the external paddles are defective. Operational check performed and was failing, the customer determined the external paddles are defective as another known set of working paddles were used and the device passed the operational check. The customer ordered replacement paddles. The defective component is not expected for return. Device remains at the customer site. The repair for this unit cannot be conducted at this time due to the part being on back order due to a global product hold. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered 989803196431 aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on the information available and the testing conducted, the cause of the reported problem was an apparent component failure. The root cause of the reported problem could not be confirmed because the device was not returned for additional investigation. The reported problem was confirmed. The customer ordered replacement part to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.